Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified mid marginal coronary lesion that was 85% stenosed. Pre-dilatation was performed with a 1.5 x 08 mm unspecified balloon at 12-14 atmospheres. A 3.0 x 12 mm xience prime stent implant was successfully deployed at the lesion. Post-dilatation was performed with a 3.0 x 08 mm nc balloon at 16 atmospheres. However, a distal edge dissection was noted and treated with a 3.0 x 28 mm xience prime stent delivery system. There was no adverse patient sequela reported. No additional information was provided.